Manufacturer narrative:
This report is being submitted to retract the MDR on the event. Olympus re-evaluated the event reported in the initial report and concluded that the event reported was that the screw securing the bending section and insertion tube was loose and detached. Omsc determined that the failure mode is not a MDR reportable malfunction. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus repair center for evaluation. The inspection of the device by olympus repair center confirmed the following; the metal mesh under the bending section was damaged. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus repair center in (B)(4) and found that the screw securing the passive bending section was loose and detached. And the passive bending section was separated from the active bending section. There was no report of patient injury associated with this event.